Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user believed they unintentionally delivered insulin during a supply change by pressing and holding the button while the infusion set remained connected, after which they monitored glucose and completed the change with guidance, including disconnecting for tubing fill, observing drops during fill, placing a new infusion set, and performing the fill-cannula step with insulin delivery resumed and no alarms. Symptoms included no hypoglycemia or other adverse effects, with blood glucose remaining within target and unaffected. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting and user education on correct supply-change steps, including disconnecting during tubing fill and reconnecting prior to fill-cannula. Investigation of this case revealed user handling during a maintenance procedure, with device performance consistent with design and no component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique during setup, mitigated through education.